Event description:
On 09/05/2025 the manufacturer reported that on 09/05/2025 the user was unable to access their ilet device due to a cracked display screen. The user transitioned to backup therapy and reported that blood glucose levels were not affected. No hospitalization, treatment, or long-term health effects were reported. A replacement device was sent.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.